Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drips of insulin were seen coming out of the tubing during fill tubing. The user's blood glucose (bg) level was 740 mg/dl. The user addressed bg level with a manual injection. System check was not be performed with tandem technical support as the reported issue was not occurring at the time of the report.

Event description:
On (B)(6) 2017, the user confirmed that their blood glucose level was 187 mg/dl. The user loaded a new cartridge successfully and resumed insulin delivery.